Manufacturer narrative:
Citation: yuan-weixiang ou et al. The incidence and predictors of high-degree atrioventricular block in patients with bicuspid aortic valve receiving self-expandable transcatheter aortic valve implantation. J geriatr cardiol. 2021 oct 28;18(10):825-835. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding atrioventricular block in patients with bicuspid aortic valve receiving self-expandable transcatheter aortic valve implantation (tavi). All data were collected from a single chinese center from 2015 to 2019. The study population included 181 patients who were predominantly male with a mean age of 73.1 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients nine were implanted with a medtronic corevalve bioprosthetic valve. No unique device identifiers were provided. Among all patients, adverse events included: atrio-ventricular (av) block, moderate to severe paravalvular leak (pvl), valve dislodgement, and need for a second valve implant. Based on the available information medtronic product were associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.